Manufacturer narrative:
Insulin pump received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime device during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform, occlusion test and excessive no delivery test due to prime anomaly. No unexpected low battery alarms noted. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized due to low blood glucose. Customer's husband found the customer passed out on the floor. Customer's blood glucose was unknown. Customer mentioned there was a crack on the insulin pump's screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will need to be replaced. Customer will not be returning the device for analysis.